Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified and scarred common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second and third proglide were attempted but resulted in needle-to-cuff misses. A fourth proglide device was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Devices #1 and #3 - proglide (part #12673-03; lot #76017-6h), device #1 has been filed under medwatch report #2953144-2009-00867 and a separate medwatch will be filed for device #3. The perclose proglide instructions for use (IFU) state under: (special pt populations) "the safety and effectiveness of the perclose proglide sc devices have not been established in pts with e femoral artery calcium, which is fluoroscopically visible at access site."